Event description:
It was reported that the permanent cautery hook instrument was not cauterizing. No additional details were provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found signs or arcing on the instrument yaw pulley. Engineering also observed that the ceramic sleeve was missing from the instrument hook, which most likely created a path for the arcing to occur. This complaint is being reported due to the evidence of arcing found, which has led engineering to conclude that the instrument may have arced during a previous surgical procedure, thus contributing to the malfunction experienced by the customer.